Event description:
One hemodialysis patient is reported to experience localized reaction around the cannulation site. Symptoms include rash, irritation, and blistering. The pt had successfully used medisystems fistula needles for approximately 8 months prior to developing reaction.